Event description:
It was reported that the patient had no hearing sensation. High impedances showed on all electrode channels. The implant housing was moving under the patient's skin.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.